Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed there were some disk problems. The philips engineer suggested onsite service, but the service quote has been not accepted by the customer and no service is provided from the philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed there were some disk problems. The philips engineer suggested onsite service, but the service quote has been not accepted by the customer and no service is provided from the philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the device lost mechanical movements. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.